Manufacturer narrative:
(B)(4). Customer concern: pt called reporting an issue with the pump pt went to the water when the pump starts to beep with critical pump error pt said that she the pump submerged to the pool before and nothing happen pt noticed a crack at the back of the pump. Unit perform visual inspection and pump received with pillowing keypad overlay. Tested with a test p-cap and the test p-cap locked in place properly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to constant critical pump error (open book). The crest and thus software was utilized and successful download. Unit found pump error 35 alarm at the long trace history on the event date. (B)(6) 2021 13:43 [35] nm_broken_force_sensor_e unit received with critical pump error (open book) due to corroded/moisture damage at electronic assembly and motor assembly noted. Confirmed critical pump error (open book) and pump error 35 alarm. Confirmed cracked case corner of the belt clip rails near the battery compartment.

Event description:
Information received by medtronic stated that the insulin pump had a critical pump error alarm. Customer stated that the pump was exposed to moisture. No harm was required during medical intervention. The insulin pump will be returned for analysis.